Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with the right plunger case was cracked. Event history log review was performed and found evidence of reported problem. Visual inspection and set-up for flow testing were performed. The customer?s reported problem was confirmed. According to the investigation, the pump would not detect the flippers and the reported problem was caused by the q1 chip broken off the plunger pcb, and the board was glued down but was knocked loose. Investigator?s replaced the pump plunger pcb, both plunger cases due to cracked, replaced case seal due to torn and calibrated the device. Device passed all functional testing. The problem source of the reported problem is design related.

Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump exhibited syringe plunger error. No patient involvement reported.